Event description:
It was reported that during photoselective vaporization of the prostate (pvp) for benign prostatic hyperplasia (bph) the fiber tip ruptured. The fiber used 13367 j during 2.53 min before the event. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified that the glass cap was detached. The detached glass cap was not returned with the fiber; therefore, the level of devitrification could not be determined. The fiber was tested with helium-neon (hene) laser fixture there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The device likely experienced heavy tissue contact and a decrease in saline flow, which caused elevated temperatures that may lead to cap/tip detachment. Continuously elevated temperatures can lead to fiber damages, including independent glass cap detachment due to glue failure. The device instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) for benign prostatic hyperplasia (bph) the fiber tip ruptured. The fiber used 13367 j during 2.53 min before the event. The procedure was completed with another of the same device. No patient complications were reported.